Event description:
Urine leaked around foley catheter causing irritation to patient's skin. Catheter noted to be leaking - found balloon inflated with 3 ml fluid when removing it to replace it. Catheter packaging clearly states to inflate balloon with 3ml fluid - but "the urine catheter itself states to inflate with 5 ml." Balloon inflated to 5ml - no leaking noted after that. Upon inspection foley catheter packaging for 10 fr foley states a 3ml balloon for inflation; the actual foley catheter itself states 5ml balloon for inflation. This was a 10fr foley - the 8 fr foley has the same issue (balloon size on packaging does not match what is printed on the actual catheter). Upon investigation of four packages (8 fr, 10 fr, 12 fr and 14fr) it was found that package instructions are more detailed on 12 fr and 14fr. For those, package text is "use 5 ml sterile water for 3cc balloon". This text is not included on the packaging for 8 fr and 10 fr. Our hospital has done an inservice regarding this; however, this type of incident could reoccur.